Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in hospital for follow-up. Atrial lead noise was observed while moving the patient's arm. The lead was capped and replaced on (B)(6) 2016. There were no adverse consequences to the patient. The patient's condition post procedure was fine.